Manufacturer narrative:
This device will not be returned to the manufacturer for evaluation (it is being retained by the facility). A device history report revealed no issues that could be associated with this incident. The june 2007 15-month accustick product family trend report was reviewed and noted no adverse trend, however, the family is at or above it's complaint alert limit. A CAPA has been initiated.

Event description:
In 2007, it was reported to boston scientific corporation that the marker band on an accustick introducer which was being used for a therapeutic percutaneous nephrostomy catheter placement in a patient had detached. Please note that there are no plans to remove marker as the physician is under "the assumption that once the ureteral obstruction the patient is being treated for clears, the patient will pass the marker during urination." The product was replaced with another accustick introducer. There were no complication reported with this event.